Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 atom to the distal left anterior descending (lad) artery and a promus stent to the proximal lad. No pt complications were reported. Upon return to the facility it was discovered that the promus stent was patent, but the taxus atom was occluded. No additional pt injuries or complications were reported. Pt status post procedure is noted as stable. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk, therefore, a review of the mfg documentation could not be performed. The most probable root cause is determined to be anticipated procedural complication.